Event description:
It was reported the patient presented for follow-up and an alert for high impedance was noted. Lead was capped and replaced successfully without any complications. Externalized conductors were not present via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.